Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 286 mg/dl at the time of the call. The customer was given glucose tablets and liquids to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as they had unexplained lows and motor error alarms. Troubleshooting was not completed but the customer stated the pump was exposed to an ultra sound machine. The customer had their pump settings adjusted but now they get highs. The customer also reported a high incident on (B)(6) 2018. The insulin pump will be returned for analysis.